Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
The user received an erroneous vancomycin result for one patient sample. The initial result was 0.6 ug/ml with a data flag and was reported. The floor questioned the result and sent a new sample which generated a result of 12.6 ug/ml. The user then pulled the original sample and repeated it with a result of 15.3 ug/ml. The patient was not affected. The user stated that the original sample was run in a rack without the recommended insert and the repeat testing was run in racks with inserts. The vancomycin reagent lot number was 14459700. The field service representative could not find a cause and took no remedial action. The user performed precision testing with results within specifications.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 425 mg/dl, 224 mg/dl, and 185 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.